Event description:
Per importer's MDR: consumer states nothing seems wrong with the walker. End user is my mother in law and is in a nursing home. She is not supposed to get up and move by herself, but did. She uses (B)(6) invacare walker with non invacare tennis balls on the front and non invacare skids on the back to go to the bathroom and somehow fell in the bathroom and got stuck between the toilet and the wall for unk period of time until nursing home staff found her. She was transported to (B)(6) ER and then admitted to emh. No reports of head injury. Minor knee injury. Main reason she was.